Event description:
It was reported via literature review that a patient experienced syncope and av heart block. It was stated that after 2 years of being seizure-free, post-vns implant, the patient presented with recurring syncope. It is noted that multiple 6.8 second pauses in ventricular activity were observed in the patient's ECG that corresponded to the syncopal episodes at these settings. As a result the settings were decreased a step on both modes, but "prodromal seizure symptoms" started to reappear at these settings (after decreased). Because there was a reoccurrence in aura at a low vns output and the profound cardio-inhibition at a higher output, a pacemaker implant was recommended to allow safe reprogramming of high output vns as well as alleviating cardio-inhibition. The patient was followed for 6 years after the implantation of the pacemaker, at a therapeutic vns setting, and has had no further episodes of syncope. No additional relevant information has been received to date.